Event description:
No additional info

Manufacturer narrative:
It was reported that there was a leak at the connector. One sample model 2426-0500, lot 24013007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and attached to a bd extension set. No leaks were observed. The customer complaint that there was a leak at the connector was unable to be replicated. The root cause could not be determined because the issue could not be replicated. Device history record review for model 2426-0500 lot number 24013007 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 16jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim verbatim: leaking at connector.